Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized on (B)(6) 2021 due diabetes keto acidosis. The current blood glucose level of customer was 298 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported incident. It was unknown that the auto mode feature was active at the time of incident. It was known that customer had not experienced symptom related with incident. Customer was pregnant and wanted help in setting up insulin pump. The insulin pump will not be returned for analysis.